Manufacturer narrative:
Initial and final MDR 1886182 - MDR 3003442380-2024-08004- device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set leaked event on (B)(6) 2024. The blood glucose level was 348 mg/dl. Therefore, patient was treated with correction injection via mdi. No further information available.